Event description:
It was reported the customer tried to perform some assisted punctures and realized that the issue of depth is also not reliable (in the ultrasound it showed a vein with a depth of 2 cm, but a 6 cm needle was fully inserted and the image showed that it was just pinching the vein). 05/10/23 additional details: after 3 days, the patient presented ecchymosis, but during the attempt to puncture the needle that was being used, it only showed a micro drop of blood, it only pinched the wall of the vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.